Event description:
It was reported via repair work order that the brakes were not holding due to broken caster stems and brake levers. It was further reported that the left head and foot caster activation fingers had the screw snap in them. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.